Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead implant procedure, the lead dislodged when slitting the catheter. The physician used a new catheter and adjusted the lead to complete the lead implantation successfully. The physician commented that the lead was not tightly screwed at first and caused the event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.